Event description:
The patient contacted animas on (B)(6) 2013 alleging the pump delivered 80 units that day and that this could not be possible because her blood glucose (bg) "was running high all day." The patient did not provide a bg measurement. The patient did not report any signs or symptoms of hyperglycemia. There was no reportable adverse event associated with this complaint. Animas customer technical support attempted to troubleshoot the patient's alleged elevated bg and the alleged pump issue; however, the patient refused to answer questions or provide any further information. This complaint is being reported because the alleged pump malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.